Manufacturer narrative:
Date sent to the FDA: 8/25/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2017 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2020 during which the surgeon noted the mesh did not seem intact. It was not a continuous piece of mesh. The mesh was fragmented and removed. It was first necessary to excise small loops of bowel that were adherent to the mesh. It was reported that the patient experienced severe pain and inflammation. No additional information was provided.